Event description:
Reporter alleged a discrepant blood glucose result of 82 mg/dl was obtained on a neonate using the inform system and compared back to back with a result of 61 mg/dl on the lab system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The reporter was unsure which device out of eight different meters was used. One medwatch was created for each pt.